Manufacturer narrative:
Otto bock healthcare (B)(4) received the device on september 26, 2016. The evaluation was carried out at the manufacturer's service center on september 28, 2016. Several bolts are used to fix the different parts of the knee joint when it is mounted. The threads of the bolts are covered with an two-component-adhesive, which is hardening once the bolt is tightened. This is to assure that the parts are fixed permanently. After evaluation, we found that both bolts in the upper posterior part of the joint were missing. Due to that the posterior and anterior frames were bent. According to the info provided by the customer, the patient fell several times, but was not injured during falls.

Event description:
Knee joint was sent in for repair. Customer stated that the upper posterior screws came out of the joint. Patient fell several times, but was not injured during falls.